Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown hip component on the right side on (B)(6) 2000. The patient has not yet been revised. No further details are known at this stage.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and an investigation result is available, an amended medical device report will be submitted. (B)(4). This is a bilateral patient, the left hip is reported in (B)(4).